Event description:
It was reported that the patient presented in clinic for follow up for diagnostic test. During the procedure a diagnostic error was received while programming the pulse generator. Additionally, no trend data was available once the device was successfully programmed with the specified parameters. No interventions were made. The patient was stable.